Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional information has been requested but has not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated "the connector stub between the urinary collector and the probe is broken." Reporter provided no further details.